Event description:
Patient had an allergic reaction, which developed within approximately 1 minute after her mucosa/teeth were exposed to the air-flow perio powder. Symptom has been described as quincke cedeme and was treated in accordance with clinical guidelines then the allergic reaction subsided swiftly. The detailed medical report is to be sent by doctor.

Manufacturer narrative:
Risk of allergy has been identified in the risk analysis of the perio powder and mentioned in the general instructions of the powder and in the instructions for use of the handy perio hand-piece. However the dentist reports this case may be diagnosed as a quincke oedeme. Currently and without the medical report, we do not have the confirmation of such diagnosis. Medical report has been requested for more investigations. Batch has been checked and no observations neither deviation observed on the manufacturing and specification side. Allergy is already a possible reaction described as part of (B)(4) for this perio powder.